Event description:
It was reported that there was a bubbled downstream occlusion seal during infusion. No patient harm due to this.

Manufacturer narrative:
Other, other text: b3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a bubbled dso seal. The tamper seal was broken. A visual inspection was performed as part of the functional test and the reported issue was duplicated. The reported issue was verified by visual inspection. However, during functional tests, the dso sensor was stuck at 137 mv in the mu a/d menu with no pressure. As a result, the dso seal and dso sensor were replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.